Event description:
A ventilator was returned to the service center for evaluation. There was no harm or injury reported. During the evaluation of the device, the device failed a step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the service center for evaluation. There was no harm or injury reported. During the evaluation of the device, the device failed a step during testing. No repair performed due to the device not needed for inventory. The unit will be scrapped.